Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's right eye due to a torn haptic noted upon insertion. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. Please reference MDR#: 1119279-2013-00274 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but will not be returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.